Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the ECG fall-off test. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode was pulled from the dn strain relief, damaging the j704 connector. The cause of the test failure is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for an unrelated issue, a reportable problem was found. The electrode belt failed the ECG fall-off test.